Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the abnormal sound and stiffness of the k-lever and forceps elevator occurred because the pipe dented and interfered with the forceps elevator wire. The final root cause of this event was unable to be identified. The event can be detected by following the instructions for use which state: ¿inspection of the forceps elevator mechanism¿. Additionally, it¿s likely the play on the angulation control knob occurred due to stretching of the angulation wire and rattling of the bending tube. However, the final root cause of this event was unable to be identified. The event can be detected by following the instructions for use which state: ¿inspection for smooth operation¿. Olympus will continue to monitor field performance for this device.

Event description:
The reported event (stiff elevator and angulation out of specification) was observed prior to the procedure. The procedure was completed using a similar device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: the forceps elevator lever was stiff and grinding and the elevator and angulation were out of specification, the control knob had loose play, the light guide lens had a minor chip, the bending section cover glue had a crack, the insertion tube had minor scratches, and the pipe protecting forceps elevator wire was bent and needed replacement. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii duodenovideoscope had a stiff elevator and angulation was out of specification. There were no reports of patient harm.